Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was leak in disposable-unspecified.

Event description:
A customer contacted global technical service (gts) regarding a system error 2267, which occurred on the home choice (hc) during use during dwell 4 of 5. The baxter technical service representative (tsr) explained the alarm. The home patient (hp) was disconnected. Per the care giver (cg), there was more moisture than usual under the heater bag. The caller cycled the power and the hc went to 'press go to start'. The tsr assisted the caller to retrieve the cassette and the readings and advised the caller to notify the registered nurse (rn) about the alarm. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.